Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, a loss of capture and high pacing impedance on the left ventricular (lv) lead were noted. The lead was reprogrammed to use a different vector and will continue to be monitored. The patient was stable with no adverse consequences.